Event description:
An ipp device was implanted on 8/1/91. The pump was revised on 9/2/94. The pump and reservoir were removed from the pt and replaced on 6/2/97 due to a "malfunction." Ams has requested add'l info.